Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations. This programmer was thoroughly inspected and analyzed upon receipt. Visual examination confirmed air ingression in the touchscreen display. The touchscreen should be replaced to resolve the issue.